Event description:
It was reported, the surgeon tried to insert the screw using the self holding screw driver. However, the surgeon found a crack on the tip of the sleeve. Thus, the surgeon used another screw driver instead and the procedure was completed.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.